Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient stated she had a blood clot around her device, with no seepage or drainage post implant. The patient also stated that she has experienced more tiredness since implant and the nurse practitioner believed that she may have had an allergic reaction to the glue they used at her incision site, as the site itches. The patient also had concerns over being tired since implant. The patient called back three months later and stated that the site was infected. The device remains implanted in the patient.